Event description:
Gambro was contacted by a facility on 10/26/07 notifying gambro that a pt death occurred in 2007 within a few hours of terminating a cvvhdf treatment on a prisma machine. Pt was on a prisma machine which was experiencing recurrent "incorrect weight change" alarms; the machine generated an "excess pt. Fluid loss or gain" caution alarm. The treating nurse was unable to determine the cause of the alarms and, when the machine generated an "excess pt. Fluid loss or gain" caution alarm, she terminated the treatment and returned the pt's blood to him. The pt did not exhibit any symptoms or require any medical intervention as a result of this incident. The physician ordered that the pt be placed on a hemodialysis machine (not gambro unit, s/n unk) for a slow low-efficiency dialysis treatment. Pt expired while being dialyzed on the hemodialysis machine (not gambro unit, s/n unk). On 10/26/07, the prisma machine was inspected by a gambro technical service rep. He found a washer missing on the dialysate and blood pump rotors and replaced them. He verified that the machine was removing fluid within the uf accuracy specifications.